Event description:
A patient had received a total hip arthroplasty, which was performed using the robotic arm interactive orthopedic system (rio) and restoris pst total hip implants. The original surgical plan had cup at 41 degrees inclination. The impaction numbers on the rio were the same as the surgical plan. The surgeon evaluated the cup placement in the post-operative x-ray and measured a value of 63 degrees inclination.

Manufacturer narrative:
As part of normal complaint follow-up, an eval of the event has been conducted by mako surgical. Four possible causes to this issue have been identified: unintentional array movement (between bone registration and reaming/impaction); post-operative movement of cup; sub-optimal pelvic registration; unstable positioning of rio platform. At this time, currently available data only supports array movement as being the root cause however the possibility exists that the other causes may have also contributed to this issue.